Manufacturer narrative:
The caller reported that the sample associated to this report was discarded and not available for investigation.

Event description:
On 03/02/07, a caller reported that the inner cannula of the 8lc tracheostomy tube did not lock into place during patient use. The caller reported this report occurred with six different patients where replacement of the tube was required. Information provided revealed that cleaning instructions as indicated in the directions for use are not followed. The caller reported that the cleaning consists of the trach care kit, 1/2 strength hydrogen peroxide and soaking of the tube. The directions for use indicate the following: cleaning. Warnings: do not soak any part of the tube in hydrogen peroxide or any other solution.